Event description:
Viatro's exsept product was marekted by medcomp as the choice cleaner for tesio catheter. The problem is that this "new" product has no infection rate statistics from a hosp setting. Hosps are potentially forced to purchase this proudct if they wish to use or anticipate a pt transfer with a tesio catheter.